Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval confirmed (through the history log) but did not reproduce the air in line alarms. Eval found a reading on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.